Event description:
It was reported that the ilet pump displayed ¿connect cgm or enter bg,¿ and the cgm menu showed ¿stop sensor,¿ after which the user briefly disconnected to restart, triggered pairing with the sensor, and subsequently bg readings resumed; this indicates intermittent cgm connectivity or signal loss with a libre 3+ sensor and an unavailable sensor state that resolved after reconnection. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no clinical impact and continued therapy after readings returned. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a transient communication or signal loss between the cgm and pump that resolved with reconnection, with no device performance issue reproduced. It was concluded that the event was consistent with temporary cgm signal loss that resolved after re-pairing, with no patient harm and no further action required.